Event description:
It was reported that during the preparation of debridement utilizing a versajet, the hand-piece didn't complete its self-priming. The problem was solved by exchanging the hand-piece. There was no delay. No patient involved. The device will be returned for investigation.

Manufacturer narrative:
The device, which was used in a procedure, was returned for evaluation. There was a relationship between the reported event and the device. A visual inspection reported no defects found, the functional inspection found the device failed to prime, this was due to the piston alignment. Root cause is individual component failure. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported event however this investigation is now complete with no further action deemed necessary at this stage.